Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the cubie was not opening. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, half height cubie was not opening. It was confirmed that the malfunction did not occur during dispensing the mediaction. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem to reflect there were no delay and the issue does not affect the patient care workflow. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie was not opening. A field service engineer (fse) main drawer matrix 4 exhibited a clicking sound upon attempted opening. Fse removed the rear panel and confirmed no debris behind the drawer. Sensors were cleaned for good measure. Diagnosis revealed a broken solenoid u-pin, which was replaced along with the bullet. The system functioned as intended after the field service engineer repaired the device.